Manufacturer narrative:
Evaluation summary: the reported condition of fail code 810:04 was confirmed.

Event description:
The facility reported a fail code 810:04 that occurred before pt use. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.